Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s touchscreen bowed outward and formed a bubble when the user traveled to higher altitude, after which the screen partially normalized and the device functioned for several days before becoming unresponsive; on return to normal altitude the device resumed function, but the touchscreen issue recurred, and the user transitioned to a replacement ilet while the original was returned. Symptoms included no reported adverse clinical effects, and blood glucose was reported as stable at 140 mg/dl after function resumed. Outcomes included continued therapy using a replacement device without reported alarms or clinical harm. Investigation included collection of event details and coordination for device return assessment. Investigation of this device revealed a screen delamination or enclosure deformation consistent with environmental pressure change affecting the display assembly and touchscreen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen/display assembly likely influenced by environmental stress.